Manufacturer narrative:
If implanted; give date: unknown/no information. The best estimate is prior to (B)(6) 2022. The device was not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted. No further information was provided.